Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. The battery and shutdown allegations could not be confirmed due to the malfunction alarm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the battery gauge was fluctuating and depleting quickly resulting in the pump shutting off. Customer's blood glucose level was between 330-340 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.